Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. Complete phone number from e1: (B)(6) .

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to inner arms on (B)(6) 2016 using coolfit applicator, inner thighs on (B)(6) 2016 using legacy coolfit applicator, lower abdomen on (B)(6) 2017 using coolcore applicator, lower abdomen on (B)(6) 2017 using cooladvantage+ coolcurve+ applicator, and love handles/flanks on (B)(6) 2019 using coolcurve applicator who developed paradoxical hyperplasia (pah/ph) nine months after treatment. The patient was diagnosed with pah on (B)(6) 2020 in the lower abdomen, love handles/flanks, inner arms, and inner thighs. The tissue presented as hard, lumpy, heavy, like a rock, and thick texture.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to inner arms on (B)(6) 2016 using coolfit applicator, inner thighs on (B)(6) 2016 using legacy coolfit applicator, lower abdomen on (B)(6) 2017 using coolcore applicator, lower abdomen on (B)(6) 2017 using cooladvantage+ coolcurve+ applicator, and love handles/flanks on (B)(6) 2019 using coolcurve applicator who developed paradoxical hyperplasia (pah/ph) nine months after treatment. The patient was diagnosed with pah on (B)(6) 2020 in the lower abdomen, love handles/flanks, inner arms, and inner thighs. The tissue presented as hard, lumpy, heavy, like a rock, and thick texture.